Manufacturer narrative:
Patient was implanted sometime between 2014 & 2019. Investigation results will be provided on the final report.

Event description:
Reference MFR:1627487-2019-03865. Reference MFR:1627487-2019-03866. It was reported that the patient experienced ineffective therapy due to high impedances determined to be caused by the extension. As a result, surgical intervention was taken to address the issue. During the procedure, the physician was unable to remove the lead from the ipg. While trying to remove it, the lead broke. Subsequently, the physician elected to replace the whole system. Issue has been resolved.